Manufacturer narrative:
Results of investigation: a polarstem modular head for 21000662 for reported to be fractured. No part was returned for investigation. No batch number was communicated. Based on the available information no thorough investigation can be performed and the root cause of the reported issue remains undetermined. If additional information becomes available this complaint will be reopened.

Event description:
It was reported that surgeon was impacting the femoral head component onto the stem, when the plastic head impactor broke into 2 piece inside the patient. Both pieces of plastic were removed without any injury.